Event description:
The following incidents were reported via a literature article "comparison of the novel angio-deal evolution with angio-seal sts closure device in the journal perspectives in vascular surgery and endovascular therapy", published (B)(6) 2012 in perspective in vascular surgery and endovascular therapy. The study was set to be a prospective eval of the safety and efficacy of these two angio-seal device platforms. There were 604 pts that received treatment through the use of the angio-seal evolution, compared to 653 pts treated by the angio-seal sts plus. There were 18 reported cases of early hemostasis failure (10 evolution and 8 sts plus) which was defined as failure in achieving hemostasis following angio-seal deployment in the catheterization lab, with need for additional manual compression. There were 26 reported cases of major vascular complication (16 evolution and 10 sts plus), which was defined as any retroperitoneal hemorrhage, any limb-threatening ischemia, or any surgical repair occurring in the 24 hours following cardiac catheterization. There were 36 reported cases of minor vascular complication (27 evolution and 9 sts plus) which was defined by any groin bleeding, and groin hematoma greater than or equal to 5 cm, any pseudo-aneurysm, or any arteriovenous fistula occurring in the 24 hours following cardiac catheterization. Included in these incidents were 10 in-hospital deaths, 4 in-hospital acute myocardial infarctions, and 1 groin infection. Additional info about specific incidents was requested but was not available.

Manufacturer narrative:
The mean age of the pts at the time of the event was (B)(6). Approx (B)(4) of the pts were male. No product was returned. A review of the device history records was not possible since the lot numbers were unavailable. Based on the info received, the cause of the reported incidents could not be conclusively determined. Based on the info received, the cause of the reported incidents could not be conclusively determined. The angio-seal device instructions for use (IFU) for sts plus and evolution state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU's instruct the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The IFU's caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU's caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU's caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.